Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test. No excessive no delivery, occlusion alarm noted. Pump received with cracked belt clip slot, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had recurring no delivery alarms. Insulin pump was not working. Customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.